Event description:
It was reported that following a cardiac catheterization procedure and stenting of the coronary artery, the user perforated the femoral artery while attempting to deploy a 6f sts angio-seal device. The patient received 2 units of packed cells in the bath lab. The patient was transferred to surgery for vascular repair and is reportedly recovering. The operative report indicated the following: an angiogram was performed which revealed active bleeding from the proximal common femoral artery toward the pelvis, there was no hematoma present in the groin itself. A hole was found in the artery, very high above the inguinal ligament on the anteromedial aspect of the vessel. The active bleeding from the right proximal common femoral artery was controlled by clamping the external iliac artery at the pelvis proximally, and clamping the distal common femoral artery distally. The hole in the artery was sutured and the clamps were removed. Doppler then revealed excellent flow through all vessels. A pelvic laparatomy revealed a large pelvic hematoma over the bladder involving the pelvic wall on the left side. No attempt was made to evacuate the hematoma. The patient received 4 units of packed cells during the operation. The patient tolerated the procedure well and was transferred to the intensive care unit in stable condition. The patient was discharged in 9/02. It should be noted that the user was not certified at the time of the event.